Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. Patient was revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed that there are no allegations against the revised liner.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed by medical review. Method & results: - device evaluation and results: visual, dimensional, functional, material analysis could not be performed as the device was not returned. - clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "provided x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc." - device history review: not performed as the device was not identified properly. - complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. The available medical records were provided to a consulting clinician, x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc. The exact cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. Patient was revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed that there are no allegations against the revised liner.

Manufacturer narrative:
Device details as well as recall info added. An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed by medical review. Method & results: device evaluation and results: visual, dimensional, functional, material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "provided x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. The available medical records were provided to a consulting clinician for a review which was rejected stating provided x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Nc was initiated on 21-nov-2017 due to the occurrence rate for taper lock failure in the risk management files for specific lots of lfit v40 cocr heads. See CAPA for corrective actions associated with the nonconformance.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. Patient was revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed that there are no allegations against the revised liner.